Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the clinicians were concerned of an outflow graft kink.

Event description:
It was reported through the patient outcome, the patient was destination therapy and underwent transplant. It was reported the outcome was device or therapy related. No additional information was provided. The device was explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, the reported outflow graft kink could not be confirmed as no images were submitted for review and the pump was not returned for evaluation. The submitted system controller event log files contained data from 30jun2020 to 01jul2020.transient low flow alarms were confirmed. Of note, pulsatility index (pi) values were elevated during these low flow events. The data was otherwise unremarkable, and the fixed speed remained stable throughout the files. The system appeared to be operating as intended. According to the account, the patient experienced elevated pi values and low flows with normal blood pressures. The patient was ultimately transplanted on (B)(6)2020 due to an outflow graft kink. Multiple attempts were made to obtain further information regarding this event, however no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.